Manufacturer narrative:
Zimmer biomet complaint (B)(4). Not provided and are unknown. Additional PMA/510(k) number: k072642.

Event description:
It was reported that an abutment screw fractured within an integrated implant. The implant remains implanted.

Event description:
There is no further event information at the time of this report.

Manufacturer narrative:
One certain® titanium large hexed screw was returned for inspection. A visual inspection revealed the screw was not fractured. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there was 1 additional related complaint for this product lot. This additional complaint describes screw fracture and is considered a similar complaint. Appropriate documentation was reviewed. The complaint and malfunction was unconfirmed, as the screw was not determined to be fractured. A root cause for the complaint could not be determined with the information provided as the event cannot be recreated. The following have been updated: date of this report. Device expiration. UDI. Date received by manufacturer. Type of report: checked "follow-up". Checked follow-up type. Device evaluated by MFR: changed "no" to "yes" entered evaluation codes. Added manufacturer narrative. Note: describe event or problem and type of reportable event were re-entered as these fields are required.